Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing. The complainant reported that "poor processing and scheduling issues" has been observed since completion of the instrument service by a third party provider on 01/08/2015; the third party provider rep had deleted and replaced protocols; the "set up" appeared to be identical to MFR recommendations and that no error code(s) had been displayed. A leica field service engineer (fse) attended the laboratory on 01/15/2015. The fse found that the instrument serial number in the service settings had defaulted to (B)(4). The fse corrected the instrument serial number and conducted system performance tests, for which the results were satisfactory. On 01/23/2015,a leica field support specialist (fss) attended the laboratory in order to provide applications support. The fss noted that all the reagent threshold checks and wax cleaning were disabled. The fss enabled all reagent threshold checks and enabled wax cleaning. On 01/27/2015 leica biosystems received info that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the "4hr xylene standard preferred gi biopsy" protocol started in retort bat 21:58pm on (B)(6) 2015, from sub-optimal tissue processing was reported. Specifically, the wax from wax bath 4, which had a concentration of 80.9%, was used for the final wax infiltration step in the "4hr xylene standard preferred gi biopsy" protocol started in retort b at 21:58pm on (B)(6) 2015 because the station properties had been reset without replacing the wax. This action, which set the wax concentration to the default value of 100%, is not in accordance with the MFR instructions detailed in the leica peloris/ peloris 11 user manual. The leica peloris/peloris 11 user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." There is evidence in the instrument logs that the third party service provider reset the reagent state for the instrument on 01/07/2015.